Event description:
It was reported that during a scheduled device and (prophylactic) right ventricular [rv] lead change out, the atrial lead dislodged. The physician attempted to advance the atrial lead but was unable; thus, the physician chose to remove the lead. As the patient does not have a pacing indication for an atrial lead, the physician opted not to replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.